Event description:
A caller reported a cartridge alarm issue, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process and was not previously reported with this specific pump serial number, consecutive cartridge alarms were confirmed. As a resolution, the technical support team decided to replace the pump, even though it was out of warranty, with the warranty expiring on june 29, 2024. The caller expressed interest in obtaining an out-of-warranty loaner pump.